Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the latch experienced rubbing. A field service engineer adjusted the angle of the rear chassis and filed the bottom of the latch mount to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system had matrix drawer failure.the customer indicated that there was a delay in dispensing the medication.there were no adverse events or injuries reported based on this event.